Event description:
The patient's father called animas on february 29 alleging that the pump did not retain the programmed time. He said it is ahead by one hour. He is unsure how long the pump had been that way but he noticed the discrepant time when he tried to download the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(4) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
Follow-up #1 date of submission 07/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the time and date was set to 02/28/2012 at 11:49 pm, and after a few minutes when the pump was reading 12:05 am on 02/29/2012, investigators attempted to change the time to 3:00 am, however the time reverted to 12:05 am. The pump was unable to hold a manual time change on 02/29/2012. A software issue was found to be the cause of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.